Event description:
The pt was seen for a possible clot in her catheter. An inject dye study of the catheter was performed. When dye was injected into the catheter undergo fluoro the catheter was observed to be broken. The catheter was retrieved but the port remained. On 1/24 the pt returned to outpatient surgery where the remainder of the catheter was removed. The pt tolerated the procedure well and was discharged the same day in good condition. The pieces have been saved.